Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The hematoma at impella site after transfer to ICU and was managed with manual pressure. The cause of hematoma is determined to be a use issue due to patient movement because the hematoma was noted after transfer to ICU. The root cause of the gi bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis.

Manufacturer narrative:
Additional information was provided in b5 (event description). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received: "based on the notes of the csc call as my recollection the groin bleeding resolved with manual pressure, blood product(s), and heparin was discontinued. There were no other issues after these interventions concerning the groin. 1b) it was later identified that bleeding from upper gi bleed was more significant than the groin. This was likely the real cause for blood. Patient remained off heparin and received medication for gi bleed. Patient ended up being weaned successfully."

Event description:
It was reported that a patient implanted with an impella cp experienced gastrointestinal bleeding and a hematoma at the access site. The patient is in stable condition.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.